Event description:
The surgeon reported that at the beginning of phaco, the display went blank and there was no phaco power available after the first incision and capsulorhexis were made. The surgeon converted to ecce to complete the case. The four following cases were canceled. The surgeon stated the first patient was "doing fine, iol has good placement". The surgeon stated there was no patient injury.

Manufacturer narrative:
The company service representative examined the system and confirmed the system would not pass prime. The fluidics pcb was replaced and sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.